Manufacturer narrative:
Siemens healthcare diagnostics has confirmed that dimension vista® multi 1 sample diluent (multi 1 sdil) lot 7bda81 may have an incomplete slit on the septum in the cap of the vial. A diluent cap with a defective septum has the potential to cause erroneously elevated results if a sample is autodiluted onboard the dimension vista system, due to a reduced volume of diluent being pipetted from the vial. Multi 1 sample diluent (multi 1 sdil) is used for dilutions of samples exceeding the analytical measurement range with the dimension vista® estradiol (e2) flex reagent cartridge. Urgent medical device recall, vc-18-04.a.us dated march 21, 2018 and urgent field safety notice vc-18-04.a.ous dated march 2018 were issued to customers who had been shipped dimension vista® multi 1 sample diluent (multi 1 sdil) lot 7bda81 to inform them of the issue.

Event description:
A falsely elevated estradiol (e2) result was obtained on a cap survey sample on the dimension vista 500 instrument. The result was scored as unacceptable by the cap. There is no indication that patient samples have been affected.